Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported constant air in line alarm which was reproduced. A review of the event history log identified air in line alarms. The cause was determined to be ultrasonic sensor was out of specification and could not be calibrated. The upstream sensor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. The event happened in biomed service department during testing. There was no patient involvement. No additional information is available.